Manufacturer narrative:
Hamilton medical ag ref: (B)(4).

Event description:
The following was reported to hamilton medical ag: "hospital staff noticed that when using this c1 on a patient in high-flow mode, the alarm did not sound and the flow to the patient stopped, so they replaced it with another c1. No harm was done to the patient."

Manufacturer narrative:
Investigation outcome: it was reported that the staff noticed that flow to the patient stopped during hiflowo2 therapy, consequently, patient was moved to another ventilator. No health consequences or impact. No device/parts have been returned and no log files were received for investigation. Hamilton medical ag has requested further information. However, no further information was received. This case is considered as closed. If further information is received that changes this assessment, a follow-up report will be submitted.